Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user who participated in the survey for ilet experience study experienced a low blood glucose event while using the ilet bionic pancreas and later stated that the incorrect meal size was announced and that they ate less than intended; no medical or outside assistance was required, and the device reduced glucose back into range. Customer care provided support that included user follow-up, and review of device performance based on user report. Investigation of this case revealed use-related error related to meal announcement sizing without evidence of device malfunction. No clinical symptoms associated with hypoglycemia reported or recalled by the user. Outcomes included no emergency treatment, no hospitalization, and resolution of glucose to target range. It was concluded that the event resulted from incorrect meal announcement entry and that the device functioned as designed.